Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced difficulty attaching the infusion set connector during a supply change, which temporarily interrupted insulin delivery until the agent guided the user through the process and delivery resumed. Symptoms included no reported adverse health effects. Outcomes included user education and successful restoration of insulin delivery without alerts or alarms. Investigation included troubleshooting over the phone focused on connector attachment technique and component substitution. Investigation of this case revealed that the initial connector did not seat properly and a second connector also resisted threading until the user applied pliers, which is consistent with a connector fit or threading issue at the infusion set interface rather than a pump malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-device interface difficulty related to connector engagement.